Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net transmission with ventricular tachycardia. The right ventricular lead exhibited decreased high voltage lead impedance which inhibited high voltage therapy. Two shocks were then delivered which were unable to convert the patient's rhythm. The patient's arrhythmia terminated on its own. During a lead revision procedure, the right ventricular lead appeared fractured. The lead was capped and replaced on (B)(6) 2019. The patient was stable throughout.